Event description:
Doctor reported the following event to sales rep: "the screw head does not hold well on the screwdriver, resulting a loss of screws within the operative field. Also, when the instrumentalist presses the packaging to take the screws with the screwdriver, screws pop out of the packaging. No impact for the patient, but a loss of time during the surgery."

Manufacturer narrative:
Device not returned for evaluation as it was lost at the hospital. If additional information is received it will be reported on a supplemental report. Device lost within the operative field.